Event description:
During the tibial resection the robot wanted to go into its haptic boundary for a femoral posterior resection. The computer showed a tibial cut and everything else was fine. Once exiting the cut zone and returning, the haptic returned to its appropriate zone. No checkpoints or arrays had moved. The product functionality is fine. Mako left tka procedure. Update (B)(6) 2020: approx 2 minute delay. Update: (B)(6) 2020: after the error occurred, the mics handle came loose

Manufacturer narrative:
Reported event: it was reported, ¿during the tibial resection the robot wanted to go into its haptic boundary for a femoral posterior resection. The computer showed a tibial cut and everything else was fine. Once exiting the cut zone and returning, the haptic returned to its appropriate zone. No checkpoints or arrays had moved. The product functionality is fine. Mako left tka procedure. Update (B)(6) 2020: approx 2 minute delay. Update: (B)(6) 2020: after the error occurred, the mics handle came loose¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review a review of device history records shows that rob1066 was inspected on (B)(6) 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 219999, rob1066 reports no similar complaints related to the failure in this investigation. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the tibial resection the robot wanted to go into its haptic boundary for a femoral posterior resection. The computer showed a tibial cut and everything else was fine. Once exiting the cut zone and returning, the haptic returned to its appropriate zone. No checkpoints or arrays had moved. The product functionality is fine. Mako left tka procedure. Update 25 august 2020: approx 2 minute delay. Update: 16 september 2020: after the error occurred, the mics handle came loose.